Event description:
The user requested repair of a printed circuit board from a defibrillator. The comment was that it was drawing high current. The most likely symptom was that it was blowing internal fuses. There was no pt involvement. Tests on the board revealed a shorted capacitor and two diodes (cr8 and cr9) with low resistance. Tests were unable to determine which component failed initially and caused the failure of the other two. Because the complete device was not available for testing, no cause of the failure could be determined, and no meaningful investigation could be conducted. This appears to be a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.